Event description:
There was no reported attempt to advance the pilot 50 guide wire after the guide wire exit notch of the xience v stent delivery system was noted to be lacerated.

Event description:
It was reported that during the procedure in an unspecified coronary vessel, a pilot 50 guide wire was inserted into a 3.5x23 xience v stent delivery system but could not exit the distal guide wire exit notch as the notch was noted to be "lacerated". A new 3.5x23 xience v stent delivery system was used successfully using the same guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported torn guide wire exit notch was not confirmed; however, the observed chatter marks at the guide wire exit notch were likely interpreted as the reported laceration. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.